Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top and bottom of the case are in excellent condition. Cracked left plunger case and no visible contamination. Reported problem duplicated during power up process. The root cause of the reported issue was determined to have been caused by customer's impact to the device. Actions taken to mitigate the reported issue: replaced left plunger and recalibrated force sensor. Power up pump and passed all the functional test.

Event description:
It was reported that force sensor test event occurred. No patient injury reported.